Manufacturer narrative:
It was reported that in operating room 5, the d series light broke off the suspension. Onsite investigation photos were provided which showed that the surgical light had separated from the cardanic arm, and the light was hanging by the cabling. A stryker field service technician (sfst) was dispatched for investigation. The sfst entered the operating room and found that the surgical light had been removed by the hospital biomedical technician and moved to the biomed shop. The sfst interviewed the hospital staff, and it was discovered that the light head separation occurred as hospital staff were cleaning the equipment. There was no reported patient involvement, no injury, and no adverse event in this case. As a result of this issue, the stryker sales rep requested to have chromophare f-generation surgical lights installed in the operating room. A day later, the entire d series surgical light system was replaced. Both the service and installation history for the surgical light system were reviewed. The service ticket database showed that there have been no previous service tickets opened, indicating that the surgical light has not been serviced by stryker personnel since installation. The installation history was reviewed, and it was found that the light was installed on 23 january 2004, and had been in use for over 15 years. The surgical light was returned to stryker communications for further evaluation and inspected by the quality engineering analyst. When the light was removed from its packaging, it was noted that the cardanic arm had been removed and was not sent back with the light. The light head showed normal signs of wear and tear, as there were scratches found on the light head rails. The connection point, where the cardanic arm attaches to the light was inspected. The plastic spacer was broken and had signs of corrosion. It was also noted that there was something loose inside the light when moved. The light head dome was removed, and inside the dome, 2 loose washers were found. The screws that are used to secure the cardanic arm to the surgical light were not present, and there were no other loose fasteners found. Based on the physical evidence, and the installation history and service history review, the root cause of cardanic arm separation would be loosening of the cardanic arm hardware due to improper maintenance by hospital personnel. As was reported, this issue was discovered during room cleaning, and there was no injury or adverse event.

Event description:
It was reported that a d series light in operating room 5 broke off the suspension. There were no reported injuries or adverse consequences.